Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he experienced high blood glucose levels. His blood glucose level was in the 200, 300, and 400 range. The customer contacted his healthcare provider and they told him to change everything out. The customer treated his high blood glucose level of 330 mg/dl with 7.5 units of insulin. Customer's blood glucose levels have been between 250 mg/dl and 450 mg/dl. He treated his blood glucose level with the insulin pump. Insulin squirted out. The insulin pump alarmed no delivery twice. The device was not returned.